Event description:
A system operator reports the laser stopped firing during surgery two times in the last 3-4 months. A follow-up with the site indicated the surgeons could not remember patient names, but there had been no complications with any patients. No further information was provided.

Manufacturer narrative:
Determination of root cause: assessment: the field service engineer (fse) was dispatched to the site to evaluate the system. He was unable to determine the reason for the reported difficulty; no parts were replaced or returned. A successful system verification was performed prior to departure. Conclusion: based on the results of the investigation, a definitive root cause could not be determined.